Manufacturer narrative:
The medical devices maintenance specialist evaluated the device on site. It was determined that this was a malfunction of the capacitor, however it was determined that this model has reached the end-of-life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor.

Event description:
It was reported there was an error in carrying out the test. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.